Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with unspecified mental status changes. A CT scan showed a 9 cm frontal lobe hemorrhage with midline shift. The patient's inr was 7.2 upon admission as compared to an inr of 2.66 on (B)(6) 2015, at which time no changes to medication were made. The family elected for comfort care and the patient expired on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.